Manufacturer narrative:
Beckman coulter (bec) customer technical support (cts) troubleshooted the instrument with the customer. Cts advised the customer to perform a system check and a ten-replicate precision run using quality control (qc) material; the system check passed and the precision run failed. A bec field service engineer (fse) was already scheduled to perform a preventative maintenance (pm) procedure on the instrument the same day. The fse performed the pm, then successfully performed a system check and high-sensitivity system check. The fse advised the customer to run several accutni+3 replicates using qc material. Upon follow up, the customer stated all instrument issues were resolved.

Event description:
The customer reported the access 2 immunoassay system of a unicel dxc 600i synchron access clinical system generated nonreproducible troponin I (accutni+3) results. The customer had gone live with the accutni+3 assay the previous day. The customer stated that the instrument generated five elevated accutni+3 results for four patient samples. The patient samples were retested on an alternate access 2 immunoassay system; accutni+3 results were lower and within the reference range. The initial, elevated accutni+3 results were released from the laboratory and corrected reports were issued after the patient samples were retested. The customer is not aware of any change to or impact to patient treatment in connection with this event. Patient samples were collected in green-top, sodium heparin tubes; the samples were centrifuged for five minutes at an unknown speed. The samples were aliquoted into sample cups for analysis. Quality control (qc) results were within range prior to and after the event. Accutni+3 reagent lot 325488 on the instrument passed calibration with accutni+3 calibrator lot 330252 on (B)(6) 2014.